Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would deplete within days after getting it charged and would take a while to get it charged. It was also noted that the ipg could only get to two bars of charge. The ipg was replaced with an MRI compatible device and the patient was doing well post-operatively.

Manufacturer narrative:
Sc-1200 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg would deplete within days after getting it charged and would take a while to get it charged. It was also noted that the ipg could only get to two bars of charge. The ipg was replaced with an MRI compatible device and the patient was doing well post-operatively.